Event description:
Patient was scheduled for a left parotid salivary endoscopy with stone removal, dilatation, irrigation and possible stent placement. A cook salivary basket passed the posterior or distal part of stone and carefully trapped the stone in the basket. The stone was advanced out of the duct, however, the stone became trapped along with the basket in the duct. In an attempt to remove the salivary stone with the cook salivary, the n-gage stone extractor separated. The basket remained with the stone and the basket handle came free. The physician attempted to re-dilate and cannulate the duct but was unable to identify the parotid duct and unable to pass the scope. It was decided that it would be unsafe to continue. The basket remained around the stone in the duct.